Event description:
On (B)(6) 2014, a customer reported an unexpected abo mistype when testing a blood sample on a galileo neo, when tested on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(6) 2014. An immucor field service engineer visited the customer site to assess the instrument. The customer site did not want to send a blood sample to the immucor laboratory for investigation.